Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call was patient reported they don't know if their implant is working properly. Patient stated there was no error message displayed on their controller. Patient stated it was odd and it seems to be charging okay, it's losing its charge. Patient noticed they're having a lot more pain in their back and when they try to increase the charge, they feel the zapping down their leg when they increase it a little too high. Patient said they were messing with it a bit last night and they were lying down, which is usually a position where they can get it to zap down their legs, but it would do it and then it would stop and they couldn't feel it anymore. Patient stated that it seems not quite right and they could not figure it and they're feeling a lot more pain. Patient went to the doctor yesterday and they are going to be having another MRI in a few weeks and wanted to know if this was possibly something that's also going on with the charger. Patient confirmed they can charge it and it charges. Patient noticed they have more pain and when they would normally feel the kind of tingling and zapping go down their leg and turning it a pretty high to get it to do that, it will suddenly stop doing that. Patient stated they tried switching groups and increase the intensity and it will increase and they will feel it but they don't feel it anymore, it will just stop. Patient stated that there are certain positions when they know that they could feel the stimulation but they could not. Patient stated they turned the therapy off to see if they would feel any difference for a couple of days and they didn't feel any difference in the pain because it was already worse and it didn't get any worse. Patient stated that is there indication that something really wasn't right. Agent reviewed information and provided implant date. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they met with the manufacturer representative and had their stimulation adjusted. The issue wasn¿t resolved and they were going to discuss it with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.